Event description:
It was reported that a silicone intraocular lens (li61aor) was implanted in the pt's right eye and removed intraoperatively due to a posterior capsule tear that was noticed upon insertion of the lens. An anterior chamber lens was successfully implanted and one suture was placed as part of the surgeon's standard protocol. Please reference MDR #1119279-2012-00139 for the intraocular lens.

Manufacturer narrative:
The delivery device has been requested, but has not been returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.